Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that they had high as well as low blood glucose level. Customer¿s blood glucose was 400, 39 and 178 mg/dl. Customer reported that the insulin pump alarmed insulin flow block alarm. Troubleshooting was done for insulin flow block alarm and insulin did exited but found that the cannula was bent. The insulin pump will not return for the analysis.